Event description:
It was reported that during the implant procedure, high, out of range, pacing lead impedance was observed. The physician suspected micro perforation was the cause. The lead was repositioned. The patient condition was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.